Event description:
It was reported that the patient had twiddlers syndrome and had pulled out all of the leads. All existing leads were repositioned. The leads are still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient had twiddlers syndrome and pulled out all leads. All existing leads were repositioned. It was further reported that the atrial and left ventricular leads dislodged due to apparent twiddling. The left ventricular lead could not be repositioned due to occlusion of the coronary sinus branches. The ventricular lead was explanted. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.